Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-28578. Related manufacturer reference number: 2017865-2021-28580. Related manufacturer reference number: 2017865-2021-28582. It was reported that a patient presented to the emergency room. Upon examination, the patient was found to have an infected device. How the infection was confirmed is unknown. The entire system was explanted on (B)(6) 2021. The patient was stable throughout and no additional symptoms were reported.